Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 76" and "defib disabled" messages. Complainant indicated that there was no patient involvement at the time of the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Device evaluation: the device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to a fractured solder joint on a transformer on the pace/defib engine board. The pace/defib engine board will be replaced to resolve the report. The device will be recertified and returned to the customer once the repair estimate has been approved. Analysis of reports of this type has not identified an increase in trend.